Manufacturer narrative:
Device sample received and analysis complete. For relevant updated data refer to the sections: (b6), (h6). Manufacturers investigation of the returned device and manufacturing records found no failures or nonconformances and no trends were identified. No root cause could be established, the relationship between the coopervision device and the incident is unconfirmed. As it is unknown if the incident involved the right eye (od), left eye (os), or both eyes (ou), and the patient uses a different device/model in each eye, please refer to linked manufacturer report 2640128-2026-00003 for associated incident report.

Event description:
This incident was reported by the patient's location of purchase as relayed by the end user and limited information has been made available. According to the details provided it was alleged that the patient sought medical attention from a different physician and was diagnosed with an unspecified eye infection after contact lens use. The reporter indicates that the patient was last seen in their office in (B)(6) 2024 and has a history of inflammatory issues, no additional details were provided. Despite good faith efforts to obtain additional information, no further information has been received. As of the date of this report, details of the event are unknown, including nature, or severity, treatment, and outcome. This event is being reported in an abundance of caution due to the allegation of an unspecified eye infection with limited event details, and the potential for serious or permanent injury, or the necessity of medical intervention or medication to prevent or preclude such occurrence associated with some ocular infections. Should further relevant medical information be made available, the manufacturer will provide these details in the applicable follow-up report. As it is unknown if the incident involved the right eye (od), left eye (os), or both eyes (ou), and the patient uses a different device/model in each eye, please refer to linked manufacturer report 2640128-2026-00003 for associated incident report.

Manufacturer narrative:
Investigation is ongoing. A follow-up report will be submitted on completion. As it is unknown if the incident involved the right eye (od), left eye (os), or both eyes (ou), and the patient uses a different device/model in each eye, please refer to linked manufacturer report 2640128-2026-00003 for associated incident report.

Event description:
This incident was reported by the patient's location of purchase as relayed by the end user and limited information has been made available. According to the details provided it was alleged that the patient sought medical attention from a different physician and was diagnosed with an unspecified eye infection after contact lens use. The reporter indicates that the patient was last seen in their office in (B)(6) 2024 and has a history of inflammatory issues, no additional details were provided. Despite good faith efforts to obtain additional information, no further information has been received. As of the date of this report, details of the event are unknown, including nature, or severity, treatment, and outcome. This event is being reported in an abundance of caution due to the allegation of an unspecified eye infection with limited event details, and the potential for serious or permanent injury, or the necessity of medical intervention or medication to prevent or preclude such occurrence associated with some ocular infections. Should further relevant medical information be made available, the manufacturer will provide these details in the applicable follow-up report. As it is unknown if the incident involved the right eye (od), left eye (os), or both eyes (ou), and the patient uses a different device/model in each eye, please refer to linked manufacturer report 2640128-2026-00003 for associated incident report.